Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. As received: package was returned for evaluation and examined. There is no screw inside package. Package was sealed and no holes were visible in package. Package has the correct lot and part number. Received empty bag was measured against the drawing and (1.98¿x4.95¿) it meets specification. Investigation summary the product review supports the complainant¿s description of the complaint condition therefore this is a confirmed compliant. A review of the manufacturing history for this part does not show any indication that an empty package existed in the lot, however the cause of the complaint condition would be determined as operator error in which the operator did not place a product in the package during the processing of this lot. Nc # 129020 has been initiated for this lot. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot manufacturing location: monument manufacturing date: 17-apr-2019 , part number: 04.503.104.01, ti matrixneuro screw self- drilling 4mm, lot number: h873961 (non-sterile) . This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbrrri4.00, lot number: h845342. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes: gwo, gxr. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 while restocking the set with implants in central sterile supply, the sales consultant found a sealed package of titanium matrixneuro screw self-drilling without a screw in it. The screws were very small, so he try to determine their location inside the package prior to opening it. The package was unopened and empty. There was no patient involvement. This complaint involves one (1) ti matrixneuro screw. This report is 1 of 1 for (B)(4).